Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer has been experiencing high blood glucose levels (approximately 400 mg/dl). Delivery system check was performed and insulin was not seen coming out of tubing. Customer changed cartridge and infusion set.